Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the customer was sitting with the pump attached to her hip when the alarms were triggered. Customer's blood glucose (bg) level was 278 mg/dl with trace ketones, and a manual injection was delivered to address bg levels. Tandem technical support educated the customer on button alarms and how to prevent alarms from being triggered.